Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported intermittent noise from one of the two cabinet fans. The monitor was originally returned for a needs service message when the intermittent noise was found. Since the event occurred during routine testing of the device, there was no pt involvement during this event.